Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when the site tried to save exams by pressing the save button on the imaging system' pendant, there was about a 5-second delay. When they saved from the hand-switch, it worked instantly. There was no patient present when this issue was identified. Onsite investigation took place and the field systems engineer discovered that the pendant caused the reported event as it did not respond promptly when tested. It was also discovered at a later investigation that the system control board also contributed to this event. Replacement of the pendant and the system control board resolved the issue. No further issues were reported. Analysis of the returned system control board could not confirm any failure as it passed bench testing and functioned without problems. Analysis of the returned pendant could not confirm any electrical failure as it functioned normally when testing, however, mechanical wear and tear was discovered in multiple areas on the pendant. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the site tried to save exams by pressing the save button on the imaging system' pendant, there was about a 5-second delay. When they saved from the hand-switch, it worked instantly. There was no patient present when this issue was identified.